Event description:
It was reported to bd representative on site that biomedical engineering reports that clinicians "frequently send pumps for evaluation for air-in-line alarms. Per biomed "tests the modules with no issues". Onsite bd representative educated clinicians on proper set loading and cleaning the air-in-line sensor. There was no information on patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Correction : describe event or problem.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had air in line alarms. There was no information on patient involvement.